Event description:
It was reported that the patient experienced low heart rate, fatigue and frequent dropped qrs beats and premature ventricular contractions (pvc). Occasional ventricular events below the lower rate limit was also noted on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.